Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of falsely depressed tacr results is unknown. The cause of the falsely depressed tacr results remains under investigation by siemens healthcare diagnostics.

Event description:
Falsely depressed tacrolimus (tacr) results were obtained on qc and patient samples. Higher qc results within laboratory ranges were obtained on repeat runs using a new reagent well set. The patient results were not reported to the physician. Patient treatment was not altered or prescribed on the basis the falsely depressed tacrolimus (tacr) results. There was no report of adverse health consequences as a result of the falsely depressed tacrolimus (tacr) results.